Event description:
A distributor reports that the silicone tore next to the connectors. The tear occurred after 8 weeks.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The reporter was contacted for additional info. In a follow up complaint form, the reporter states the product was removed from the pt and a new catheter was used. There was no report of a pt being harmed in this event. No additional pt/event details have been provided. Should additional info become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.